Event description:
It was reported that the patient received inappropriate shocks as the result of atrial fibrillation (af) with rapid ventricular response (rvr). Fault code 1005 also appeared, and the field representative informed that the right ventricular lead exhibited high, out-of-range shock impedance of greater than 200 ohms for quite some time. The device and leads remain in service. No adverse patient effects were reported.